Event description:
A biomedical engineer reported that prior to a procedure the unit shuts down when they use the footswitch. There was no patient involvement. Additional information has been requested, but none has been received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).